Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue. Following pocket revision, the ipg was unable to communicate with external devices. As a result, an abbott representative met with the patient and was able to successfully recover the ipg and pair using a clinician programmer.